Event description:
It was reported that the generator was giving an error code 6 footswitch error. The footswitch was swapped with another footswitch and the case was completed with no patient consequence.